Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The formatted history file confirmed pump error due to software error. The power up properly after battery installation. The device was received with operating currents within specification. No unexpected low battery or failed battery test alarms noted during testing or found at the downloaded pump history. The power management tool confirms the unloaded voltage and loaded voltage are within specifications. The device was received with minor scratched display window and case.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a failed battery test alarm and a pump error 53 alarm. Customer's blood glucose was 51 mg/dl which was treated with a drink. After troubleshooting, customer was advised that insulin pump would need to be replaced.